Event description:
A customer reported the system displayed a system message and was not able to recognize the footpedal. This occurred prior to surgery with no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The footswitch printed circuit board (pcb) was replaced to address the issue. The system was tested and found to meet product specifications. The system was manufactured on october 9, 2006. Based on qa assessment, the product met specifications at the time of release. The pcb was received for evaluation. A visual assessment of the returned sample confirmed a component to be burned, causing a short. The root cause of the footswitch issues was found a non-conforming footswitch pcb. An internal investigation was opened to address the issue. (B)(4).